Manufacturer narrative:
Investigation summary: review of the leads manufacturing records confirmed a regular device manufacturing process. As received, on the ventricular lead three cuts were present at 125 mm, 149 mm, and 180 mm from the connector pin with blood infiltration spotted near the cuts area. Such damages most likely occurred during the explantation procedure. However, it cannot be totally excluded that they appeared either during the implantation procedure or during the manufacturing process. It is not possible to confirm with certainty the origin of the cuts. These findings on the external insulation of the lead could explain the reported ventricular loss of capture. This case is retained and utilized for trending purposes.

Event description:
Implantation on (B)(6) 2023 of a dual chamber pm on a bav paroxysm. The patient is in sinus then goes into af during the procedure. He went into full bav during af. Few days after the procedure (on (B)(6) 2023), a ventricular loss of capture was observed and as the patient had become dependent, it was decided to replace the vd lead with a solia biotronik the same day.

Event description:
Implantation on (B)(6) 2023 of a dual chamber pm on a bav paroxysm. The patient is in sinus then goes into af during the procedure. He went into full bav during af. Shortly after the procedure (on (B)(6) 2023), a ventricular loss of capture was observed and as the patient had become dependent, it was decided to replace the vd lead with a solia biotronik the same day. A noise problem was observed on the atrial vega r52 lead, but dr belhamèche decided to leave it in place for the time being.